Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, the coating of the amplatz ptfe guidewire unraveled upon withdrawal. Reportedly, no material was left behind. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction.

Manufacturer narrative:
Evaluation of the returned amplatz ptfe guidewire revealed that the distal end of the guidewire was elongated and unraveled. The coating on the proximal end was scraped. Additionally, the core wire was fractured on the proximal end. (B)(4)